Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The three additional prostyle devices are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the calcified left common femoral artery using prostyle devices after a peripheral intervention procedure using a 6f sheath. Reportedly, after the suture was harvested, the foot would not retract with the lever down. Multiple attempts were made to close the foot. During device removal, the puncture site became larger than 6f during removal. The foot was noted to still be partially opened when removed. After removal, two other prostyle were attempted to close the site; however, it was noticed the sutures did not capture the vessel with device removal. A cuff miss was noticed for a fourth prostyle. Another proglide device was used and achieved hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.